Manufacturer narrative:
H10: the laboratory report of bacterial culture confirming the reported contamination has been provided to livanova. Through follow-up communication under previous complaint from the same customer, livanova learned that the device was cleaned regularly per instructions for use and the water quality monitoring is applied and the h2o2 checked every day. A disposable pall-aquasafe water filter with an 0.2 m membrane for tap water or equivalent performance filter is used and when the device is not used, it is stored drained. The hospital do not use patient reusable blankets. Prior to initial operation and prior to storing the heater-cooler the surfaces and water circuits are disinfected and device surfaces also after every operation. 3t aerosol collection set is replaced after the allowed use period. The device is placed inside the operation theater during use, with the fan positioned opposite to the patient; estimated distance between the surgery field and the device is two (2) meters. Despite no evident or systematic deviation from device instructions for use could be identified in this specific case, however, the source of contamination is most likely related to location where device is used/stored.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in italy. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was contaminated by mycobacteria during periodic monthly check. There is no patient involvement.